Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. We were unable to perform displacement test due to motor error alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 186 mg/dl at the time of the call. The customer sent the product back for analysis.